Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient has resumed use of the device. This is the final report.

Event description:
The patient's electrode array reportedly migrated. A device repositioning surgery was performed.